Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, the lens started to come out with the haptic first. The doctor corrected the lens through the incision. When attempting to insert the lens, it got stuck on the injector plunger. It was removed from the eye as it did not deploy. The surgery was completed with replacement lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a3.a and d.10. The manufacturer internal reference number is: (B)(4).